Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high capture threshold. Technical services (ts) reviewed the data and could not see noise on the ra lead; however, there appeared to be farfield r-waves showing up on the ra channel. Farfield r wave was oversensed causing the atr episodes. Ts suspected either loss of capture and/or premature atrial contractions (pacs) after atrial pace (ap) events. Ts inquired if there was recent capture threshold and customer confirmed recent threshold to be 0.6. Ts discussed if there was good capture, then perhaps adjusting cross chamber blanking values to help the overall rhythm. Possible loss of capture was noted but not confirmed. This rv lead remains in service and no adverse patient effects were reported. Subsequently, additional information was surgically abandoned indicating this rv lead was explanted due to fracture. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high capture threshold. Technical services (ts) reviewed the data and could not see noise on the ra lead; however, there appeared to be farfield r-waves showing up on the ra channel. Farfield r wave was oversensed causing the atr episodes. Ts suspected either loss of capture and/or premature atrial contractions (pacs) after atrial pace (ap) events. Ts inquired if there was recent capture threshold and customer confirmed recent threshold to be 0.6. Ts discussed if there was good capture, then perhaps adjusting cross chamber blanking values to help the overall rhythm. Possible loss of capture was noted but not confirmed. This rv lead remains in service and no adverse patient effects were reported.